Event description:
It was reported that the customer's insulin pump was no longer functional and there was damage to the battery compartment.

Manufacturer narrative:
The insulin pump had a blank display due to missing battery tube spring. It was not possible to perform functional tests, due to blank display. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.